Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated the axsym troponin-I adv reagent pack failed to open during initial calibration of the new troponin kit. There was no impact to patient management reported.